Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of no disposable, pump will not run was verified. The event log shows four events regarding the no disposable alarm. Service recalibrated the upstream occlusion sensor and replaced the downstream occlusion sensor as a preventative measure. Use testing was performed. The problem source unknown.

Event description:
Information was received that the cadd legacy pump alarms no disposable and pump won't run. The unit was just serviced in august. No reported adverse effects.